Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) unit had damage to doppler tether. There was no patient involvement.

Manufacturer narrative:
Aware date updated : 04/27/2023.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit had damage to doppler tether.

Manufacturer narrative:
Updated fields: b4, d1, d9 (device available for eval, return to manufacture date) e2, e3, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h10, h11. Additional information: event site postal code: (B)(6). A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse resolved the issue by replaced the tether assembly. The fse performed all functional and safety checks to meet factory specifications. The iabp was returned to the customer and cleared for clinical use. The defective components were received for further investigation. Please refer to the root cause evaluation field for details. The failure analysis and testing department inspected an assembly tether and observed that assembly tether fail to retract and being broken/damaged. No further test can be done due to the assembly tether being broken/damaged. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.